Event description:
It was reported that the hand piece runs even when the pedal is not pressed. There was no report of patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device evaluation confirmed that the footswitch was running continuously. The unit's push button was jammed down into the footswitch and the seal was torn off. Adjusted the pc board inside the unit to stop it from continuously running, replaced the push button and the seal. Results - maintenance problem (B)(4).